Event description:
It was reported that the gamma nail broke after being implanted for almost 3 years. Patient was revised.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.